Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "avascular necrosis of his patella bone which caused fragmented implanted. No implant replaced."